Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patients lead migrated. No device malfunction suspected. The patient underwent a revision procedure wherein the percutaneous leads were replaced with a paddle lead to help conserve energy use. The patient was doing well postoperatively. The explanted device will not be returned.